Manufacturer narrative:
The events of lymphadenopathy and migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and migration.

Event description:
Healthcare professional reported right side "silicone from the broken implant went into the patient¿s body" and "silicone lymphadenopathy." Device remains implanted.